Event description:
A revision surgery of the promos shoulder was reported after a bicycle accident. Extraction instruments were initially unavailable but back-ups were available and revision was completed. The shoulder body reverse device and mating parts were explanted as consequence of the fall. Stem remained implanted.

Event description:
A revision surgery of the promos shoulder was reported after a bicycle accident. Surgery was canceled due to an instrument unavailability. The shoulder implant requiring revision is unknown at this point.

Manufacturer narrative:
Results of investigation: a revision surgery of a promos shoulder after a bicycle accident was reported. No relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment could not be performed. A review of the batch record revealed no deviations from the standard manufacturing process that would indicate that the reported devices failed to match specifications at the time of manufacturing. A review of the complaint history revealed no other complaints for the batches in question. Since the devices in question were not sent back for investigation, an appropriate product evaluation could not be performed. Based on available information the stated failure mode cannot be confirmed. The executed investigation steps give no indication for the need of corrective action. Nevertheless, smith and nephew will continue to monitor this device for similar issues. The complaint will be reopened should additional information or the devices in scope be received.